Manufacturer narrative:
Examination results confirmed the complaint and concluded that this event is device related. Corrective action is being taken.

Event description:
The liner had excessive toggle within the 58mm cup shell. The surgeon implanted a 61mm precision cup. There was no adverse consequence for the pt or delay in surgery or anesthesia time.